Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, there was an incident where the hepatic artery was divided instead of the splenic artery. The incident occurred approximately 2 hours into the procedure, resulting from a misidentification while dissecting the artery. The resolution of the issue was not provided; however, the anatomy was clarified, and a doppler scan confirmed that there was arterial flow into the liver. There was no bleeding as a result of the incident and the patient did not require a blood transfusion. The surgeon attributed the misidentification to the anatomical location of the tumor in the neck/body of the pancreas proximally. No malfunctions were reported with the da vinci system, instruments, or accessories that could have contributed to the incident. The procedure was completed robotically without any delays. The patient did not experience any post-operative complications and has since been discharged home without any subsequent hospital visits.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.